Event description:
Customer's mother reported hospitalization due to diabetes ketoacidosis. The blood glucose reading is 246 mg/dl. The blood glucose reading at the time of the event was 509 mg/dl. Customer was vomiting. Diagnosed diabetes ketoacidosis. Caller stated the insulin pump was alarming no delivery. The hospital treated with manual injections. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.